Event description:
It is reported that the surgeon tried to implant the articular surface but the mating screw was too small and seating it was impossible. Another screw was used to complete the procedure.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report is being amended to reflect changes. No devices or photos were received; therefore the condition of the components is unknown. The device history records for the screw were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. Surgical notes were requested, but not provided. A complaint history review found no other complaints for this part/lot combination. A definitive root cause cannot be determined with the information provided.